Event description:
It was reported that the trurize unit would still move when the brakes were engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with results of evaluation and gtin.

Event description:
It was reported that the trurize unit would still move when the brakes were engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.